Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead exhibited high out-of-range pacing impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bi-polar to unipolar. Technical services (ts) reviewed the data and there was also loss of capture at max outputs for both leads. Rv thresholds measured 0.8@0.4mv. Additionally, there was two stored signal artifact monitor (sam) episodes in which there was noise consistent with fracture and pacing impedances measured greater than 3,000 ohms as the time of the events. Ts recommended to discuss with the physician as the patient may need possible lead revision. At this time, the leads remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead was explanted and replaced. Additionally, it was noted that the right atrial (ra) lead was infected therefore, the lead was also explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead exhibited high out-of-range pacing lead impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bi-polar to unipolar. Technical services (ts) reviewed the data and there was also loss of capture at max outputs for both leads. Rv thresholds measured 0.8@0.4mv. Additionally, there was two stored signal artifact monitor (sam) episodes in which there was noise consistent with fracture and pacing impedances measured greater than 3,000 ohms as the time of the events. Ts recommended to discuss with the physician as the patient may need possible lead revision. At this time, the leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This complete lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. The returned lead was analyzed. Detailed analysis confirmed that the outer conductor coil had a break approximately 243 mm from the terminal pin. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead exhibited high out-of-range pacing impedance measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bi-polar to unipolar. Technical services (ts) reviewed the data and there was also loss of capture at max outputs for both leads. Rv thresholds measured 0.8@0.4mv. Additionally, there was two stored signal artifact monitor (sam) episodes in which there was noise consistent with fracture and pacing impedances measured greater than 3,000 ohms as the time of the events. Ts recommended to discuss with the physician as the patient may need possible lead revision. At this time, the leads remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead was explanted and replaced. Additionally, it was noted that the right atrial (ra) lead was infected therefore, the lead was also explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported both leads were suspected to be fractured due to subclavian crush. No additional adverse patient effects were reported.